Event description:
It was reported via legal documentation that approximately 86 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, revision surgery, weakness of left lower extremity, difficulty walking, difficulty with prolonged standing, impaired stair/curb negotiation, impaired transfer/functional mobility, new and worsening pain in knee, inability to bear weight on joint, and knee instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (1112835) 200-22-09 - cr tibial insert sz 2, 9mm (2225300) 200-04-23 - cemented finned tib. Tra sz 2f/3t (2360202) 200-02-29 - three peg patella 29mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-01980 correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01980.